Event description:
It was rpeorted the drive stem on the blue holster connection is broken. The doctor noticed there was no feeling when the blue cable was spinning up. The doctor is not sure if there was enough for diagnosis. Upon inspecting the control module after the case the customer noticed the drive stem was broken.